Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed between the inner and outer tubes. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Evaluation of the customer samples was conducted and foreign matter was observed to be between the inner and outer tubes. Additionally, evaluation of the retain samples was conducted and no foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® 9nc plus blood collection tubes, foreign matter was found in the tube bottom. The tube wall seemed to have foreign matter in the middle of the tube wall. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that during use of the bd vacutainer® 9nc plus blood collection tubes, foreign matter was found in the tube bottom. The tube wall seemed to have foreign matter in the middle of the tube wall. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.